Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse configured the e-100 generator to resolve the issue. The system was tested and verified as ready for use. A review of the site's complaint history revealed patient identifier (B)(6) is a related complaint (same issue on a different day).

Event description:
It was reported that during a da vinci-assisted surgical procedure, a nurse called into technical support and stated that the syncroseal instrument would not fire. Communication was not good between the intuitive surgical, inc. (Isi) technical support engineer (tse) and the nurse which was making it difficult to proceed with the troubleshooting. The tse could understand that the power button and the bipolar port led were both white, which doesn't match with the message that the nurse reported, which was the system was indicating to check proper synchroseal cable connection. During the call, the nurse indicated that they have received what tse supposed was a new e-100 generator, that they decided to install. The tse was about to inform her that an isi field service engineer (fse) was required to install the new device on the vision side cart (vsc) when she hung up to proceed. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) contacted the distributer and was unable to obtain any additional information about the complaint.